Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, the patient presented with pre-operative diagnosis of lumbar spondylosis l5-s1 and underwent an terior lumbar interbody fusion l5-s1 and l5-s1 lumbar laminectomy with posterolateral fusion using facet/pedicle screw instrumentation. Indications for operation: patient previously underwent a left l5-s1 lumbar laminectomy and microdiskectomy on (B)(6) 2010. She initially did well after surgery with resolution of the back and leg pain. She then developed recurring back and right radicular leg pain, as well as some left radicular leg pain. She had a new disk protrusion on the opposite side and had evidence of degeneration of the l5-s1 disk. There was a significant weakness in plantar flexion and a loss of the achilles reflex bilaterally. There was a straight leg raise sign as well. An MRI of the lumbar spine showed a large free fragment disk extrusion with a retrolisthesis and degenerative end plate changes. Per operative report: ¿¿an 11-mm peek titanium cage with rhbmp-2/acs and synthetic bone was placed between the endplates of l5-s1. This was followed by a 23-mm anterior lumbar plate from spinal USA with 5.0 x 25 and 30 mm screws, to stabilize the lumbar spine.¿ post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.